Manufacturer narrative:
Customer declined to return product to covidien for investigation. A similar investigation has been performed and reported in 2936999-2011-00039 for a cut black wire of the speaker.

Event description:
Covidien received a report of a n-560 that does not have audio. Customer reported that the wire of the speaker was damaged, and that there was no patient involvement.